Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to injection with blood glucose level of 600 mg/dl. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was emergency medical services and then hospitalized due to high blood glucose and nausea, back pain and infection in lungs with blood glucose was 600 mg/dl. The customer also had nausea, back pain and difficulty in breathing. It was also reported that customer's insulin pump was removed for three days and treated with intravenous fluid and insulin.